Manufacturer narrative:
Pump received with broken battery tube thread and reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.